Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient stated it did not seem like the device was working after they had a therapeutic ultrasound at the chiropractor. The patient noted they told the chiropractor but the technician did the ultrasound. The patient noted this occurred during the first part of the year. The patient noted after the implant she was half asleep when anyone talked to her. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.